Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 25 and 36 hours. It was reported there was an occlusion alarm.

Manufacturer narrative:
The device was returned and evaluated. The reported event is about an occlusion alarm, however, the device did not generate an occlusion alarm. The download data shows that the device generated an 0x5f alarm with timeout at the end of the run, indicating open ground at the hook switch. Rerun of the device did replicate the timeout. Inspection of the device found no damages or deficiencies that would cause the alarm. It could not be determined what caused the alarm. The exposed portion of the soft cannula was observed to be flattened. During the investigation, the exposed damaged soft cannula did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.